Event description:
The healthcare professional (hcp) reported that there were difficulties with programming and wrong positions in the implantable neurostimulator (ins). The hospital asked the manufacturing representative to help program adaptive stimulation. When they started to program positions to program b1 (after a1) the programmer stopped responding. They could not go further or come backwards in the program. They shut down the device and tried it again with the same result. Then they shut down the communicator and it was possible to exit workflow. The third time programming adaptive stimulation to a1 first then out and b1 on separate sessions was a success. When they checked with the patient programmer position they were not what the manufacturing representative programmed and the intensities were wrong. The manufacturing representative did the same thing with a demo ins and everything worked. A different programmer was connected and exited. They checked with the patient programmer and the problem still existed. They programmed with a different programmer and the problem still existed. They took adaptive stimulation off from a1 and now b1 worked. The patient went home. It was unknown if this issue was resolved at the time of report. Additional information received from the manufacturing representative reported that the cause of the event was not yet determined. The event has not resolved but they have to wait 4 weeks in order to be able to program again. It was reported that the application froze on the same screen each time. It was the second screen when configuring starts after the human figure was standing and the amplitude was about to be set. The patient programmer gave code 0x164fp9f6 and the positions were not working. Additional information was received from the manufacturer representative reporting that the device was programmed again and everything went well. The patient will come back if the problem continues. The device will not be returned as it works well. Additional information was received from the manufacturer representative reporting that the patient visited again due to pain coming back after many successful weeks. It was noticed that adaptivestim (as) positions were changed, when patient was sitting straight the device showed lying on the left. The as positions changed; after previous programming¿s positions were different than before and programmed intensities were accordingly wrong. The cause was unknown. The patient was not involved in an accident or trauma when the pain started to come back, just normal use. There was no weight gain or loss. The patient was sitting a long time before the position was measured. Patient was programmed as settings again for the third time. Additional information received reported that the patient went to the hospital because they had a pain increase. Normally the patient had no need for the patient programmer and the battery was depleted. The programmer was recharged and now the patient noticed that the ins was possibly turned off. The patient visited the hospital and minor adjustments were made. After that it was noted that the patient programmer did not show right positions. On january it was checked again and now when the patient was lying on the right the programmer shows that she is standing.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.